Manufacturer narrative:
Returned product consisted of a rebel bms balloon catheter. Photo media was also provided. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. The stent was attached and in place. The 5th strut from the proximal end of the stent was lifted and pulled up. The photo media matched the damage found in analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 32x4.0, concentric, de novo target lesion with a significant bend of <=45 degrees was located in the mildly calcified right coronary artery. Following pre-dilatation, a 32 x 4.00 rebel stent was selected for use. However, during preparation, it was noticed that the stent was deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 32x4.0, concentric, de novo target lesion with a significant bend of <=45 degrees was located in the mildly calcified right coronary artery. Following pre-dilatation, a 32 x 4.00 rebel stent was selected for use. However, during preparation, it was noticed that the stent was deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.